Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent further described as "looked like pea soup". The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. On an unreported date the patient was treated with unspecified antibiotics. On an unreported date, the patient discontinued the antibiotics therapy. The patient was discharged ten days after admission. On the same day as discharge the patient began treatment with unspecified antibiotic injected into the continuous ambulatory pd bag for seventeen days as a treatment for peritonitis (frequency not reported). At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. Additional information was unable to be obtained as the hospital pd unit has concerns with patient privacy and will not provide patient information.